Event description:
The rep reported there is currently no information available, but reported a revision has not been scheduled at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H1: after additional information was received from the manufacturer representative confirming there is no plan for explant or replacement, changing from serious injury reportable to malfunction reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer rep. Rep stated no explant or replacement planned at this time. Patient is using current programs, and avoiding high impedance contacts.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016; brand name: vectris surescan; product ID: 977a275 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that rep had patient on the line with them and patient reported experiencing the ins site getting hot only when recharging. Patient indicated it internally feels like it is burning and leaves their skin red but the recharger and their skin is cool to the touch. Patient stated this started 2 days ago and they haven't had any falls, trauma or weight changes. Patient stated the heating starts about 15-20 minutes after they start recharging. Patient also noted that 2 electrodes have been "out" for about a month. Patient stated that about 3 weeks ago, they met with a rep and one electrode was out. A week later, they met with the caller and a second electrode was out. Caller confirmed contacts had high impedances and they are no longer being used in programming. Caller stated they've been having to recharge the ins since 6 months before these issues where it would take 4-5 hours to charge ins and then only stay charged 8-10 hours. Technical services (tss) suggested shorter recharge sessions and decreasing recharging speed but then it will take longer to charge ins and patient stated it already takes them "hours" to charge to full. Tss offered to help patient decrease speed but patient declined and said they already know how to do that. Tss suggested healthcare provider (hcp) examine site for any anatomical/medical issues. Caller stated patient is being set-up for lead replacement, due to high impedances, with hcp and they will consult with them about replacing the ins. Tss reviewed replacing the ins may not resolve the issue. The issue was not resolved through troubleshooting.